Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, post paced t-wave over-sensing was noted on the patient's implantable cardioverter defibrillator. Programming changes were scheduled to correct the over-sensing. The patient did not receive any therapy due to the over-sensing. The patient was in stable condition before, during, and after the event.